Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported a patient's atrial lead presented with noise. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.